Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital, during check the pulse generator exhibited oversensing, the ventricular sensitivity was reprogrammed. No patient symptoms were reported. The device remained implanted.